Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one weeks post implant the right ventricular (rv) lead exhibited a possible complication. The rv lead remains in use. No patient complications have been reported as a result of this event.